Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamerlens.the lens trailing haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required to close the wound.